Manufacturer narrative:
This supplemental report is being submitted to provide the results of the test results from an independent laboratory, the endoscopy support specialist (ess) in-service visit, legal manufacturer¿s investigation and the results of the device history records (DHR) review. The olympus scope was sent to an independent laboratory for culture testing. The test results were positive for growth of bacillus species from biopsy channel/suction channel. An olympus endoscopy support specialist (ess) visited the facility and provided a reprocessing observation. Staff were observed through the entire reprocessing process and no reprocessing errors were observed. Staff were observed precleaning, leak testing, manual cleaning, using the oer-pro and storage. Customer is using a knight flush gi endoscope flushing machine prior to placing in the oer-pro as required per their hospital policy for all scope models. The facility is using the reprocessing poster as a guide. The ess informed the customer to always refer to the olympus reprocessing manuals for all reprocessing guidelines if they are unable to use the oer-pro. The device evaluation was performed. The findings included: excessive dents and scratches on the distal end cover. Cracking and pin holes were also note on the bending section glue. There were no signs of foreign material or discoloration on the forceps elevator. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the positive cultures at the facility could be contamination occurred at microbiological sampling. As stated in the instructions for use: reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer.

Event description:
Additional information provided by the customer regarding the scope and their reprocessing process: the customer confirmed there aren't any patient infections associated with the subject device. The subject device was not used on any patient after the culture results tested positive. The customer reported they use olympus' endoquick and acecide-c solution as their cleaning and disinfectant solutions. The minimum effective concentration is being checked before each cycle. The automated endoscope reprocessor (aer) is also an olympus device. The endoscope channel is being brushed during manual cleaning using olympus brush bw-412t. Pre-cleaning is being performed immediately after a procedure. The endoscope is leak tested prior to manual cleaning using olympus mu-1 leak tester. The customer confirmed there have not been any problems with the aer, the sink is not backing up with water and there was no residue or biofilm noted in the sink. No flushing of air into the channel after reprocessing occurs. All reprocessing team members have been properly trained on reprocessing processes. The endoscopes are being stored in the olympus vertical storage cabinets hanging, vented.

Manufacturer narrative:
After reprocessing the scope a second time, it was re-cultured and > 100 colonies of bacillus species was isolated. The scope was reprocessed a third time, re-cultured again and 50 colonies of bacillus species were isolated. The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center evaluation is in progress. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. Requests for additional information from the customer are in progress.

Event description:
The customer reported positive cultures isolated with the scope after reprocessing. The microorganisms isolated in (B)(6) 2021 were 2 colonies of pseudomonas mendocina and 1 colony bacillus licheniformis. The scope has been quarantined and reprocessed and re-cultured. No patient involvement.